Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and uphold vaginal support system were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a bilateral ureteral stents, cystourethroscopy, anterior vaginal wall pedicle flap, excision of mesh erosion into the bladder, closure of intentional cystotomy, and placement of stamey surapubic catheter on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic prolapse, cystocele and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent cystoscopy with laparoscopic assistance and resected a piece of the mesh on (B)(6) 2011 due to erosion of the mesh into the bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colporrhaphy, trachelorrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure on (B)(6) 2010 in order to treat pelvic prolapse, cystocele and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that the patient underwent cystoscopy with laparoscopic assistance and resected a piece of the mesh on (B)(6) 2011 due to erosion of the mesh into the bladder.